Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported experiencing hypoglycemia with blood glucose (bg) of 69 mg/dl. The ilet alerted to the low and the patient treated immediately with fast-acting carbs. No hospitalization or medical intervention was required. No long-term health effects were reported.